Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 1200 mcg/ml of clonidine, 6.0 mg/ml of bupivacaine, and 20 mg/ml of morphine at unknown doses, via an implantable pump for spinal pain. It was reported the patient's pump was alarming. The patient stated they needed a new healthcare provider because their pump was empty, alarming, and they were experiencing withdrawal and pain. The alarm was going off every ten minutes. The patient stated they have tried to seek medical attention but it "didn't work." It was indicated the event occurred on (B)(6) 2019. It was indicated the patient had missed a scheduled refill. Physician listings were provided and the patient was redirected to follow-up with a healthcare provider. No further complications were reported or anticipated.